Event description:
Treatment of a right unruptured cav (cavernous) fusiform aneurysm measuring 25mm x 8mm. It was reported that the patient underwent pipeline embolization treatment involving two pipelines. The first pipeline would not fully open around a turn in the vessel and was removed from the patient. The second pipeline required balloon angioplasty (an option presented in the instructions for use) to achieve full wall apposition at the distal end.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00187.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).